Event description:
Drug infusion pump with a spinal intrathecal catheter for narcotic infusion to control pain performing erratically such that pt is getting a differing amt/hr even though pump is calibrated to deliver .91 ml/day. Trouble shooting protocol followed without success.